Event description:
Philips received a complaint from the customer reporting a broken castor on the v60 ventilator stand. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. The customer biomedical engineer (bme) reported one of the castors on the stand was cracked and the coupled brake was loose. The issue was identified through visual and functional testing. The bme requested part details from a philips remote service engineer (rse) and once received, replaced the castor. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.